Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had no capture and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.